Event description:
The customer reported that a patient called in saying that their joey pump cord caught on fire and started smoking in his home. The patient alleges that the problem has caused smoke damage and that he had to go to the hospital to be treated for smoke inhalation. The patient refused to return the pump for evaluation.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿cord caught on fire¿. The unit was triaged and the customer¿s reported condition was confirmed. This complaint was concluded to be due to customer misuse. The power adapter was found to have been damaged and the improper repair to the cord with fabric tape is the most probable root cause. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that a patient called in saying that their joey pump cord caught on fire and started smoking in his home. The patient alleges that the problem has caused smoke damage and that he had to go to the hospital to be treated for smoke inhalation. (B)(4) - the customer reports the joey cord caught on fire.